Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 41 percent remaining to 14 percent remaining over the course of one month. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 41 percent remaining to 14 percent remaining over the course of one month. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information received indicates that as of january 27th, 2022, the device is still being retained by the pharmacy department per hospital policy. Therefore, it has not yet been returned to boston scientific.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. Should the device be returned in the future, laboratory analysis will be performed, and an updated report will be issued.